Event description:
On 09/03: customer reports via phone, (B)(6) rec'd optiray 350 for CT and approx 20ml infiltrated into the back of the hand. Pt has swelling in the back of the hand up into the forearm. Pt being consulted by surgeon in the emergency room. On 9/10: customer reports the following basic information only; pt having a CT contrast injection, when technologist noted skin coloring changing as the injection progressed. Pt did not develop any immediate swelling as noted by the technologist. Injection stopped, arm elevated, warm compress applied and pt taken to ER for evaluation. ER physician and surgeon reports the back of the hand, up the proximal forearm starting to swell up. Customer reports the pt did go to surgery for relief of compartmentalization. Approx 40ml infiltration. Customer reports that pt is doing fine at this time.

Manufacturer narrative:
Covidien product monitoring f/u with the facility (B)(4) who stated they do not need the injector evaluated. There was no problem with the injector. The (B)(4) also stated they do not believe the injector was the cause of the infiltration, instead they believe a bad IV position was the cause. System is in full use by the customer.